Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) observation data was misleading, as it noted the patient was in a ventricular sense episode 9.7 hours per day, however the histograms showed nearly one hundred percent pacing. It was noted the device had previously been reprogrammed to turn crt therapy on and the ventricular sense data that was stored prior to the reprogramming was appearing in the most recent session, leading to inconsistent data. The crt-d remains in use. No patient complications have been reported as a result of this event.